Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer to date, and a physical evaluation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a product history review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event could not be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine was experiencing flow errors and the machine was pulled. While inspecting the hd system, the bmt discovered that the valve 103 black plastic cover was melted from the back center of the valve, and a drop of melted plastic was on the bottom of the cabinet. No other parts were damaged. To resolve the reported machine issues, the bmt was advised to replace valve 103. Upon follow up, the bmt stated a burning smell was coming from the 2008t machine prior to the flow error alarm, and upon inspection of the machine the melted valve cover was observed. The bmt stated valve 103 was replaced to resolve the issue, and the machine was returned to service. Other than the melted valve cover, no further thermal damage was found on any machine components. There was no smoke, or any signs of arcing, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were 15,436 hours on the machine. The damaged/replaced part was available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine was experiencing flow errors and the machine was pulled. While inspecting the hd system, the bmt discovered that the valve 103 black plastic cover was melted from the back center of the valve, and a drop of melted plastic was on the bottom of the cabinet. No other parts were damaged. To resolve the reported machine issues, the bmt was advised to replace valve 103. Upon follow up, the bmt stated a burning smell was coming from the 2008t machine prior to the flow error alarm, and upon inspection of the machine the melted valve cover was observed. The bmt stated valve 103 was replaced to resolve the issue, and the machine was returned to service. Other than the melted valve cover, no further thermal damage was found on any machine components. There was no smoke, or any signs of arcing, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were 15,436 hours on the machine. The damaged/replaced part was available to be returned for evaluation. There was no patient involvement associated with the reported event.